Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ice block was larger in size with the result that the whole cplg tank is frozen. It occurred during priming/setup,so there was no patient involved. (B)(4).

Manufacturer narrative:
The field safety technician was on site and investigated the unit in question. The technician troubleshooted the device and could confirm the problem, that the temperature in the tank kept rising. The technician opened the unit and reseted the lexion fuse on the patient side heater. The unit was tested for functionality and a cleaning cycle was performed. The device passed all tests successfully. A supplemental medwatch will be submitted if new information has been received.

Event description:
(B)(4).